Manufacturer narrative:
There was no known patient involvement. PMA 510(k): the heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication, sorin group (B)(4) learned that the unit is being returned for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that water samples taken from the sorin heater-cooler system 3t on december 20, 2016 tested positive for acid-fast bacilli (afb). There was no known patient injury reported.

Manufacturer narrative:
Livanova (B)(4) received the lab test report related to the water sampling from the claimed device. The heater cooler system 3t was taken out of service and sent to livanova (B)(4) to undergo the deep disinfection procedure. The deep disinfection procedure was completed successfully with final result 0 cfu / ml. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.